Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative further reported that a ¿regular date of reservoir alarm was on (B)(6) 2016 (volume 1 ml). The pump then was regularly refilled and programmed and the next regular refill-date was (B)(6) 2016 (volume 1 ml). Reportedly, on (B)(6) 2016 no empty alarms occurred and nobody missed the refill. During a regular refill physician recognized that a motor stall has occurred. The representative did not know the date as the she did not have the logs. The representative further reported that she did not know the date the empty pump alarmed occurred, ¿probably¿ (B)(6) 2016 or (B)(6) 2016 but she did not have logs of the pump.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who received dilaudid 40 mg/ml at 40 mg/day. The patient's concomitant medications and medical history were not obtainable. On (B)(6) 2016 during device follow-up for a regular refill the programmer showed motor stall occurred and the patient experienced increased pain. The volume in the pump should have been 2.2 ml but the physician aspirated 17 ml. The pump was refilled and programmed new but the motor stall still occurred. There were no environmental, external, or patient factors that led or contributed to the event. The session report from (B)(6) 2016 also noted a stopped pump period may exceed tube set message. That session reported also noted that the "datum reservoir alarm" after the refill would be (B)(6) 2016 and noted a low reservoir alarm and an empty reservoir alarm occurred. The pump was explanted and replaced on (B)(6) 2016. At the time of the report, the issue was resolved and the patient's status was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.